Event description:
A retrospective review of journal articles from 1999 to 2010 was performed on (B)(6) 2010. During review, determination was made that details in the article may not have been reported for medwatch filing. Article: complications after zygoma fracture fixation: is there a difference between biodegradeable materials & how do they compare with titanium osteosynthesis? In oral surgery, oral medicine, oral pathology, oral radiology and endodontology by gert wittwer, et al. Patients with displaced fractures of the zygomatic bone presented from (B)(6) 2001 to (B)(6) 2003 were part of this study. It was noted of the 18 patients who had lactosorb plates and screws implanted 1 developed interoral dehiscence, necessitating removal of the biodegradable plate and screw. Two patients experienced swelling and pain at the supraorbital rim (implant related tissue reaction) after 4 weeks. In one of these patients, the implant-related tissue reaction persisted for 5 months.

Manufacturer narrative:
The user facility is foreign; therefore a facility medwatch report will not be available. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Selected the product code of hrs, however both plates and screws were implanted and explanted.